Manufacturer narrative:
(B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported while in use the touchscreen on this avea ventilator became distorted. The customer reported no patient harm associated with this event.

Manufacturer narrative:
Results of service evaluation: the carefusion service group received the suspect user interface module (uim) for repair and evaluation. The service group performed power cycle startup, physical/visual inspection of the internal uim components. The service group was not able to duplicate the reported event by the customer. At this time no component root cause could be determined. The display assembly was replaced as a precaution and returned to the customer working to manufacturer specifications.